Event description:
It was reported that the ventricular side of the external pulse generator was not functioning. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the ventricular side of the generator was not working. Analysis did find that both bail covers were broken, the ring cover was contaminated, two case screws were the wrong part and that the liquid crystal display was out of specification, pixels were missing.

Event description:
It was reported that the ventricular side of the external pulse generator was not functioning. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.